Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated that she was fixing dinner, but the cgm was reading 85 mg/dl, so she did not rush. However, she passed out and fell. A fingerstick bg was checked and was 44 mg/dl. She had a few sips of soda and was stable afterward but sore from the fall. She also reported that she had completed radiation treatment for breast cancer four days before this event. At the time of the report, the patient was in stable condition but complained to be sore from the fall. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.